Event description:
It was reported that during an ablation procedure, an intellanav stablepoint catheter was selected for use. At the end of the case, the patient went into typical atrial flutter. The physician used a standard curve stablepoint catheter to ablate the cti. During ablation, the physician was notified by the bsc clinical specialist many times that high force was being reported on the catheter. Standard protocol was followed to warm up the stablepoint catheter and was zero'd while floating in the atrium; no errors were appearing otherwise on the catheter so the high force readings were assumed to be accurate. Physician ignored warnings from the clinical and from the opal software flashing red on the screen and continued to ablate at forces of 80+ grams throughout the case. An ultrasound clinical specialist notified the physician that she saw a pericardial effusion forming around the right atrium. Physician attempted to get better views on the ultrasound machine and diagnose this issue. He did not see an effusion and continued to ablate to finish with bi-directional block on the cti line. Overnight, the patient was diagnosed to have a pericardial effusion that required a pericardial window to drain this excess fluid. No further information regarding the patient status was able to be provided. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.